Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl, resulting in sweating and "a coma". Low bg cause was not known. Customer's spouse administered baqsimi to address bg and called emergency medical services (ems). Reportedly, ems provided unspecified further assistance. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.